Manufacturer narrative:
Date of death: unknown therefore estimated.

Event description:
It was reported that tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted. The closure device was deployed in the laa of the patient, but did not meet release criteria. The device was recaptured and removed from the patient. The procedure was terminated following this due to the patients anatomy; the laa was too large. Several hours later during that night the patient was found to have a pericardial effusion with tamponade. The patient coded and the physician performed an emergency pericardial window to drain the blood. The patient was transferred to the cardiac intensive care unit and was intubated. The patient did not recover and subsequently passed away on an unknown date.